Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient alleged that the linkassist device did not properly insert the cannula of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Correction: the customer allegation was against the accu-chek linkassist plus insertion device. The noted sections were corrected to indicate the correct suspect device.